Manufacturer narrative:
(B)(4). Investigation: initiated manufacturer's investigation, no sample returned, review DHR, inspect returned samples, x-inspect stock product. Analysis and findings: a review of the 2 year complaint history for the doppler w/3mhz probe, item #ct250-3, shows no similar issues. Repair order (B)(4) notes: "batt. Are smoking/too hot per customer." "Replaced front case/label, rear case and batt. Functions to q.a. Spec., sop-serv-038." The unit was purchased from (B)(6) in (B)(6) of 2012 and resold by (B)(6) in (B)(6) of 2012. This is a retrospective investigation, based on findings from the two year retrospective review of service and repair logs, conducted from february to june of 2015. The problem with the unit occurred in (B)(6) of 2014 and it was approximately two and a half years old, at that time. The complaint was confirmed in that the battery compartment showed heat damage, however, the batteries were not returned with the unit and therefore, could not be evaluated. As per the repair tech, no issue like this had ever occurred before. This unit uses standard aa batteries and while no definitive root cause has been determined, potentially, the batteries may have been defective. This is an isolated incident and no further action is required. Coopersurgical will continue to trend this complaint condition. Correction and/or corrective action: unit was repaired for a flat rate labor charge and returned to customer. This complaint will be entered into the coopersurgical continuous improvement program (cip). This is not an assembly issue. Complaints will continue to be monitored to determine if there is any new trend for this complaint condition.

Event description:
Retrospective review - repair log (B)(4). "Customer complaining that battery compartment gets so hot that it has began smoking and batteries could not be taken out with bare hands." (B)(4).

Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition. The device involved in the complaint was returned by the customer for evaluation service and repair. A follow-up report will be filed with investigation findings. (B)(4).

Event description:
Retrospective review - repair log (B)(4). "Customer complaining that battery compartment gets so hot that it has began smoking and batteries could not be taken out with bare hands." (B)(4).